Event description:
The customer reported that the ortho provue analyzer resulted negative type and antibody screen results as false positives. The customer manually reviewed and modified the results accordingly. No erroneous results were reported. False positive results may result in abo misclassification and the transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer arrived at the site and determined the tiff images required adjustment. The fe performed adjustments to the reader camera and produced a new reference image to return the analyzer to expected operation. This customer has not logged any complaints against this analyzer since this incident.